Event description:
The device was returned to the service center with a report from the customer contact that the device did not work. This does not indicate a reportable malfunction. However, it is noted that regulator closer was not seated correctly.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.